Event description:
The hospital reported that the power supply knob was observed to be missing. The hospital is not aware of specifically when or where the knob came off of the device. The hospital has been using the device; however, while the device is functional, the "on" position on the power supply is not visible without the knob.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).